Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample without original packaging was received for evaluation. The sample appeared in generally clean condition. The sample was received with the control valve in the down position. The thumb valve was manually pulled up and was found to remain up when released. When depressed and released, the thumb valve remained in the down position. The root cause of the reported event was determined to be wear and tear on the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the thumb valve became stuck open. This occurred during the second suction. The device was changed out and there was no injury to the patient. No further information has been made available at this time.